Event description:
Information was received indicating that during pre-test of a smiths medical cadd solis vip pump, alarm was noted indicating that pump setting, and patient data were lost. No adverse effects were reported.

Manufacturer narrative:
Other, other text: upon inspection, the problem was duplicated. Investigation found the device gives an alarm that all pump settings and patient data has been lost. The internal battery of the mainboard is defective. Damaged mainboard was replaced.